Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the outer insulation was kinked/buckled; there was blood in/on the helix/lobe mechanism and visual analysis found apparent explant damage. It was noted that the lead has a fixed helix that does not extend or retract.

Event description:
It was reported that one week post implant, the lead dislodged. The physician attempted to reposition the lead but found unacceptable parameters. The lead was explanted and replaced. No patient complications have been reported as a result of this event.